Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement at time the failure occurred. Covidien inspected the device and replaced the analog interface (pcb) board. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).